Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 384 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. Initially the high pressure test failed. However, the high pressure test passed the second time it was performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.